Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the lead site as the incision had opened up. Symptoms of redness and drainage were noted. The physician believed that the infection was not device related but was due to the non-healing surgical wound. No device malfunction was suspected. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively and the explanted device will not be returned as it was kept by the facility.